Event description:
It was reported that during a stent graft placement procedure for the stenosis in the venous anastomosis with access through the a/v graft, the portion of the catheter shaft near the handle allegedly broke. Reportedly, the tracking path was not tortuous or calcified and excessive force was not used during deployment. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: the stent graft delivery system was returned for evaluation. Based on sample returned, the reported fracture of the catheter near the handle was confirmed. The stent graft was found loaded in the system, the outer sheath was found fractured and elongated near the handle. The condition of the delivery system indicates that high deployment force encountered during the attempt to deploy the stent graft. Potential factors which may have caused or contributed to the reported issue have been considered. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding preparation of the device, the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Based on the IFU, a 0.035 inch guide wire and an introducer sheath with appropriate inner diameter are required. Regarding the anatomy, the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure."

Event description:
It was reported that during a stent graft placement procedure for the stenosis in the venous anastomosis with access through the a/v graft, the portion of the catheter shaft near the handle allegedly broke. Reportedly, the tracking path was not tortuous or calcified and excessive force was not used during deployment. Another device was used to complete the procedure. There was no reported patient injury.